Event description:
Additional information received indicated that since the patient was receiving beneficial therapy with the noted short circuit, the healthcare professional was going to wait until they change out the implantable neurostimulator (ins) battery before replacing the lead. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that low impedances (<(><<)>50 ohms) were measured the electrode combination of #1 and 2 on the patient's implanted neurostimulator system. It was noted that the patient was programmed with that combination as it was the only two that controlled symptoms. This electrode combination was also reported to be within the subthalamic nuclei region. Additional information has been requested and, if received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3387s-40, lot #v013793, implanted: (B)(6) 2007, explanted: na. Extension: model 748251, serial #(B)(4), implanted: (B)(6) 2007, explanted: na. Neurostimulator: model 7426, serial #(B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 3387s-40, lot #v014497, implanted: (B)(6) 2007, explanted: na. Extension: model 748251, serial #(B)(4) implanted: (B)(6) 2007 explanted: na.